Event description:
It was reported that the pt heard a click sound with her cochlear implant, followed by not having any sound when putting on the processor. No trauma was reported.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a f/u report.